Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item number: 00596401451, item name: femoral component option size d left, lot: 60930910; item number: 00594604000, item name: fluted stem mobile tibial component size 4, lot 61044777; item number: 00597206526, item name: all poly patella size 26 mm, lot: 61160346; item number: 66017747, item name: palacos r + g 2x40, lot 67904197. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient who underwent a total knee arthroplasty approximately 8 years ago was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As received art surface shows signs of extreme wear (nicked, gouged, micromotion), the post feature has also fractured off. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address implant fracture and wear.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent knee arthroplasty, and subsequently revision of the articular surface was performed for unknown reasons.